Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state possible adverse effects are "intraoperative and early postoperative complications can include: fracture of the implant, fracture of bone or soft tissue damage, extrusion of the implant, dehiscence of the incision, prominence or disfigurement at the implant site, and infection. Late postoperative complications can include: fracture of the device due to traumatic injury, loosening or migration due to loss of fixation or trauma, and prominence or disfigurement over time at or near the implant site." Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of three for the same event.

Event description:
The sales associate reports the implant was removed due to an abscess that formed beneath the implant. The date of the revision surgery is unknown. The patient is scheduled to receive a new htr pmma implant on (B)(6) 2014.